Event description:
This companion external battery was not in use by a patient. The customer reported that the companion external battery was being recognized by companion 2 drivers, but the led lights on the battery would not illuminate. This alleged failure mode poses a low risk to a patient because the issue was observed when the battery was not in use by a patient. In addition, if the battery were inserted in a companion 2 driver, the reported issue would not prevent the driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of an internal emergency battery and wall power. Syncardia will conduct an investigation, and the results of the investigation will be provided in a supplemental MDR.